Event description:
It was reported that a large volume infusor under-infused. The infusor was set to infuse 5 fu and d5w over 46 hours. Two days after the infusion was started on the patient it was noted that the infusion was incomplete. A PICC line was used to infuse through the arm. There was patient involvement; however, no report of patient injury, medical intervention, or adverse event in association with this condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.